Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that x-rays taken on (B)(6) 2019 showed that the patient's paddle lead had migrated to the left. The physician opted not to reposition or replaced the lead to avoid further trauma to the patient. The patient is receiving effective stimulation.